Event description:
The customer reported approximately one (1) milliliter of clenz cleaner solution, leaked from the white blood cell (wbc) bath area involving coulter hmx hematology analyzer with autoloader. The bluish liquid leaked within the analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the o-rings on the white blood cell (wbc) aperture were beginning to degrade and allowed the reagents and sample to leak from the bath. The fse noted it was oozing from the bottom of the bath. The fse replaced the o-rings and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).